Manufacturer narrative:
The reported event was confirmed as a supplier related. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used dome bag received only without catheter. Visual inspection of the sample noted no obvious visible defects. The dome bag was filled with methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the solution stopped at the end of the inlet tubing. The solution did not enter the drain bag. The inlet tubing was cut above the dome to find no perforation in the dome bag. There was a very thin plastic that looks like continuous with the rest of the dome observed. It did not appear to be loose plastic or foreign material or flash. The reported failure was considered as out of the specification. The root cause for this failure mode was due to incorrect assembly operation of tube coiling (incorrect assembly). The device did not meet the specifications and was influenced by the reported failure. The product was used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. To empty bag: a. Remove outlet tube from housing gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, re clamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 5. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 6. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Caution: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Directions for using bard ez-lok sampling port: bard ez-lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the drain bag did not drain at all from the catheter to bag. Also stated that the patient was hospitalized for about 4 days for urinary tract infection. Per customer via phone on 08mar2021 it was stated that the catheter drained into the tubing but there was a piece of plastic at the entrance to the port that goes into the bag itself and the patient reportedly experienced urinary tract infection (uti) because this backed up the catheter. It was noted that the patient was treated with intravenous (IV) antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag did not drain at all from catheter to bag . Also stated that patient was hospitalized about 4 days for urinary tract infection.

Event description:
It was reported that the drain bag did not drain at all from catheter to bag . Also stated that patient was hospitalized about 4 days for urinary tract infection. Per customer via phone on (B)(6) 2021, it was stated that the catheter drained into the the tubing but there was a piece of plastic at the entrance to the port that goes into the bag itself. Patient reportedly got urinary tract infection because of this which backed up the catheter. It was treated with intravenous (IV) antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: b, d, g , h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.